Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries and or symptoms include recurrence of stress urinary incontinence, painful sexual intercourse, leakage, chronic vaginal pain and foul odor discharge.